Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and diarrhea. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fluconazole (orally, dose and frequency not reported, treatment is ongoing) and ceftazidime (intraperitoneally, dose and frequency not reported, treatment is ongoing). At the time of this report, the patient was recovering from the event. Action taken with therapy was not reported. No additional information is available at this time. This is report 4 of 4 involved in this event.